Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR ID#: 2134265-2013-02289. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction. In (B)(6) 2011, the patient presented with silent ischemia which was diagnosed as myocardial infarction and was referred for cardiac catheterization. The 1st target lesion was located in the proximal left anterior descending artery (prox lad) with 100% stenosis and was 12mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of two overlapping promus element stents of size 3.00x20mm and 3.00x16mm. Residual stenosis was 0% following post-dilation. The 2nd de novo target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.85mm. Following pre-dilation using a 2.5x12mm apex balloon, a distal spasm was noted which was treated with nitrosine ic 100 cc. A 3.00x12mm promus element stent was then placed. Residual stenosis was 0% following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient's cardiac enzymes were elevated and an event of myocardial infarction was reported. The patient was subsequently hospitalized with shortness of breath, excessive cough with blood stained sputum which was diagnosed as hematemesis. The patient did not experience any ischemic symptoms. 80% stenosis was noted in the prox rca extending to mid rca, which was treated with balloon angioplasty and placement of two overlapping 3x16mm promus stents. Residual stenosis was 0% following post-dilation. The event was considered as resolved without residual effect and the patient was discharged on aspirin and clopidogrel.